Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported issue could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in a cranial procedure, the navigation system software unexpectedly exited to the launch menu. The navigation system was not in use at the time this occurred. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.